Event description:
According to the reporter, during use, a red inflammation-like substance was observed on the dorsum of the foot, where the sensor was applied. The patient's family reported that the product was removed within eight hours and confirmed that there was no major difference from the instructions on the package regarding the position of application. It was suspected for burn and bedsore, but the patient had no medical consultation by the attending physician, so there was no medical prescription at this time. After a medical professional was consulted and the position of application from the instep to the thumb was changed, there were no problems. The product was continued to use while monitoring the patient's condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.